Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. After further investigation, the initial lot information obtained was determined as invalid under the current system.

Event description:
Report received indicated the patient experienced redness and itchiness under border tape. The patient experienced the condition over a period of six weeks. Prior to the receipt of the patient used the product for an unknown length of time. Patient outcome was not noted.